Manufacturer narrative:
Certas valve was returned for evaluation: failure analysis - the valve was visually inspected a bump in the valve casing was noted, the rotation construct was in the up position, also a tear/cut was found in between the proximal connector and the needle chamber. The valve was tested for programming: the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: when dismantled the rotating construct remained fixed to the upper casing, stress marks were noted in the bump mark in the upper casing. Root causes: - -the root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The root cause for the programing issue reported by the customer is due to the valve receiving a hard knock. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object, or handling, as noted in the IFU silicone has a low cut/tear resistance. Additional information received: date of initial implantation : (B)(6) 2021 the revision surgery was preformed on (B)(6) 2023 treatment of bleeding: preoperative medication and intraoperative drainage and shunt exchange the patient is ok now.

Event description:
N/a

Event description:
A facility reported a certas valve was blocked at level 2 and it was impossible to change the flow level. Due to malfunction, there was over drainage which caused a sub-dural chronic bleeding. The bleeding accumulated and grew larger. Medical staff had to revise the case and they replaced the valve with new one.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.